Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 5.3 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg; implant date (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.